Event description:
The patient was implanted with a left ventricular assist device. It was reported by the vad coordinator that in the afternoon after the implant, the patient began seizing. The seizing discontinued and it was noted that the lvad was supporting the patient well. During the evening the patient began experiencing a drop in pressures and flows. The doctor noted that the patient may have ischemic bowel and the patient had stopped making urine and was placed on continuous venovenous hemodialysis. During exploratory surgery, the patient was found not to have ischemic bowel. It was observed that the patient was purple with a black tongue. Was brought back to the ICU and was given epinephrine continuously with no effect. The family made the decision to withdraw support.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.